Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was unknown. It was reported after replacement, pump was suspect to inaccurate dosing. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no known diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included replacement of the pump on (B)(6) 2020. The issue was resolved at the time of the report. The pump would be returned to the manufacturer for analysis. There were no symptoms reported. There were no further complications r eported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of an unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that higher than expected residual volumes occurred at each pump refill. No other issues occurred. The company representative had learned of this issue when the patient was scheduled for replacement, and they had noticed that the patient¿s original implant date was 2015. The company representative contacted the scheduler and asked if there were issues with the pump because the pump was not close to elective replacement indicator (eri). That was when the company representative was informed. No surgical intervention occurred but was scheduled to occur on (B)(6) 2020. Environmental/external/patient factors that may have led or contributed to the volume discrepancies were unknown. Diagnostic tests/troubleshooting performed was unknown. The issue was not resolved at the time of the report. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were unknown. It was indicated that the healthcare provider had no further information regarding the event. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: destructive analysis identified wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.